Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was reading inaccurately high compared to another meter. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The patient claimed that the alleged issue began a few months ago. The patient claimed she obtained blood glucose result of "191 mg/dl" with the subject meter which she felt was inaccurately high as compared to her feelings and usual readings. The patient reportedly manages her diabetes with humalog insulin 4x per day before meals and at bedtime and reportedly continued with her usual dose of medication in response to the alleged issue. The patient stated that prior to testing she was experiencing symptoms of "cold sweats and was light headed" so she tested her blood glucose and got "191mg/dl." The patient stated she called the ems and when they arrived (time unknown) they tested on the ems meter and she reported a blood glucose of "50mg/dl." The patient stated she was treated with glucose gel and soda and felt better within 30 minutes. The patient also claimed same issue occurred 1 month prior to this event. She claimed she woke up in the morning with cold sweats and was light headed and when she tested on the subject meter, it gave her a normal result, she could not recall the result obtained with the subject meter. The patient claimed she was taken to the hospital by the paramedics and was admitted for approximately four days due to her diabetes and a heart condition. The patient could not recall any other details specific to this event. At the time of troubleshooting, the cca noted the subject meter's unit of measure was correct, and the subject test strips were unexpired. A quality control solution test was not performed since the patient did not have any new/unexpired solution available. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury that required medical treatment by an hcp after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4), 2011 with the following findings: the meter has passed all testing with no faults found. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.